Event description:
It was reported that between cases during a fluoro test, the system made a popping noise, followed by a saturation fault error message and a burning smell. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the darlington transistors, hv cable, and climax coupler. System operates as intended.